Event description:
It was reported that the itrak 3500l system will not boot. Error displayed during boot. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Identified need to replace the system computer. Information given to customer. Awaiting customer decision on computer replacement. It is believed that replacement of the computer will address the boot issue. If additional information indicates otherwise, it will be reported as required.